Event description:
The customer reported being hospitalized with blood glucose levels less than 20 mg/dl. The customer could not remember anything that happened prior to the event. The customer stated that the paramedics lost her transmitter when she was being taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 2032227-2012-08034.